Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose was 44 mg/dl. Customer consumed carbohydrates to address the issue and went to the emergency room. Customer was treated with intravenous fluids of "sugar water" and was discharged the same day with the issue resolved and no permanent damage. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.